Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getiinge field service engineer (fse) evaluated the iabp and was able to duplicate the reported issue. To fix the issue, the fse replaced the front end board and this resolved the issue. All functional and safety tests were performed to factory specifications and the iabp was returned to clinical service.

Event description:
Customer reported that the external electro cardiogram (ECG) would not sync with the cardiosave intra-aortic balloon pump (iabp). There was no adverse event reported.

Event description:
Customer reported that during use on a patient, the external electro cardiogram (ECG) would not sync with the cardiosave intra-aortic balloon pump (iabp). There was no adverse event reported.